Event description:
It was reported that the patient experienced left hand paralysis, increase in blood pressure and drooping of the left eye (B)(6) an implantable neurostimulator replacement. The ins was on when these symptoms occurred. The hcp directed the patient to the emergency room in case the patient had a stroke. After admission to the emergency room, a CT scan had been performed and ruled out subdural hematoma. The patient had taken oral medications and now thought symptoms were more like dyskinesia instead of a stroke. The patient continued to have a slight droop on their left side.

Manufacturer narrative:
(B)(4).